Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced chest pain ("chest pain") and musculoskeletal disorder ("barely move left arm"). The patient was treated with surgery (surgeryfor essure removal). Essure was removed. At the time of the report, the medical device removal, chest pain and musculoskeletal disorder outcome was unknown. The reporter considered chest pain, medical device removal and musculoskeletal disorder to be related to essure. The reporter commented: this is summary for unknown number patient. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received , event chest pain and musculoskeletal disorder , new reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: this is summary for unknown number patient. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: quality-safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced chest pain ("chest pain") and musculoskeletal disorder ("barely move left arm") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal, chest pain, musculoskeletal disorder and weight increased outcome was unknown. The reporter considered chest pain, medical device removal, musculoskeletal disorder and weight increased to be related to essure. The reporter commented: this is summary for unknown number patient. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new event weight gain was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: this is summary for unknown number patient. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.